Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2020-23372. It was reported that there was a pocket infection discovered. The implantable cardioverter defibrillator (ICD) system was explanted, the patient was treated with antibiotics, and the patient was reimplanted with an ICD system.